Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.

Event description:
On 8/30/2023, it was reported by a sales representative via email that an ar-1915ft corkscrew ft inserter tip broke and amputated the sutures when sliding them to make sure they were mobile. The surgeon used two more ar-1915ft corkscrew ft, and the inserter tip also broke. The surgeon used a screw removal set to retrieve the broken fragments. This was discovered during an ankle deltoid repair procedure on (B)(6) 2023. Additional information received on 8/30/2023: the case was completed by removing the anchor and using a suture to sow the tissue together. The case was delayed 60 minutes because the surgeon was trying to figure out how to remove the anchor. Additional information received on 9/8/2023: the sales representative does not know if additional anesthesia was administered due to case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.